Event description:
Drug/diluent: morphine 14ml + ketamine 7ml/midazolam 7ml + liti. Fill volume: 89ml. Flow rate: 0.5ml. Procedure: unknown. Cathplace: unknown. Fast flow was reported. The pump emptied in 3 days instead of 7 days. Start date of infusion: (B)(6) 2011. End date of infusion: (B)(6) 2011. The pump was connected to a gripper needle. The pump was empty after treatment. No adverse event reported.

Manufacturer narrative:
Method: sample has not yet been received, but was reported to be available. Results: without the actual product, an analysis cannot be conducted. Product pending receipt. Conclusions: a follow-up report will be filed when investigation has been completed.